Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent backup battery pin was confirmed via inspection of the returned backup battery. Visual inspection of the returned backup battery revealed that pin 10 was bent. The bent pin was straightened for testing. After straightening the bent pin, the backup battery functioned as intended without any issues. The battery was installed in a test system controller and successfully operated in a mock circulatory loop without any issues or atypical alarms produced. The controller was disconnected from external power and the backup battery supported the pump without any issues. Inspection data for the backup battery was reviewed and showed to passing inspection testing prior to being shipped to the customer. A root cause for the damage to the pins could not be conclusively determined. Battery inspection data was reviewed for the 11v backup battery revealing that the battery passed all inspection testing. The battery was shipped to the customer on 28jun2023. Heartmate ii instructions for use section 2 "system operations" explains how to replace the system controller backup battery. Additionally, section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The heartmate ii patient handbook and the heartmate ii instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that upon removing the backup battery from the box, bent pins were noted. There were no alarms, and the battery was not used.